Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair linx device implantation occurred without issue on (B)(6) 2017. Device explant due to severe dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. It was reported that the device was "below the les" (lower esophageal sphincter) at the time of explant; possibly due to placement at implant.

Manufacturer narrative:
Update describe event or problem to include surgeon report on device positioning. Update relevant tests/lab data to include egd and ugi performed after linx device implant. Update report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair linx device implantation occurred without issue on (B)(6) 2017. Device explant due to severe dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. It was reported that the device was "below the les" (lower esophageal sphincter) at the time of explant. The surgeon reports that he "doesn't believe that the device was placed lower than usual."